Manufacturer narrative:
This MDR is a reaction to the fact that it has just been brought to our attention that the issue which generated MDR 1221934-2009-00550 was for 2 devices instead of the 1 device reported in that MDR. Mitek is at this point in time in the info gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.

Event description:
Our rep is reporting that during an arthroscopic shoulder procedure sometime during the week of (B)(6) 2009, the distal tips of 2 ideal suture graspers came away from their shaft and into the pt's joint space. The fragments were easily retrieved from the body and the procedure was concluded successfully without further issue or harm to the pt. Also see associated MDR 1221934-2009-00550.